Event description:
Impella 5.5 implanted in a 74-year-old male presenting with cardiogenic shock and a known history of cad. Patient experienced gi bleeding. The reported gi bleeding is more plausibly related to the patient¿s critical condition but the procedural anticoagulation required for impella implant could be a contributing factor. The death is conservatively being reported to the impella 5.5 but is unlikely related and is most likely attributed to patients underlying critical condition as they presented in scai stage d shock n multiple inotropes and pressors and was ventilated for respiratory support.

Manufacturer narrative:
Correction: b5 amended. The investigation of the reported failure mode has been completed. No product was received for evaluation. Major bleed: the cause of the injury was not determined due to insufficient clinical details. Device history review: the device passed all post sterile inspection checks.

Manufacturer narrative:
A6 is unknown. The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
It was reported that a patient implanted with an impella 5.5 experienced gastrointestinal bleeding.